Manufacturer narrative:
Manufacturing site evaluation: on-going.

Event description:
Country of complaint: (B)(6). Approximately 8 years 9 months post-operative noise from prothesis occurred. Primary surgery: (B)(6) 2006. Revision surgery: (B)(6) 2015. Patient data: (B)(6), male. Summary: (B)(6) 2006: primary surgery: summer 2015: the patient confirmed noise. At first, it was able to heard by patient himself. However, it gradually become louder and was able to be heard by others. No pain was reported. Revision was performed, because the surgeon and the patient were concerned that breakage would eventually occur. After the revison, the surgeon confirmed: no breakage or obvious damages on the surface of inlay and head; gray discoloration on the surface of inlay and head. Involved component: nh092 / sc/msc ceramics insert 28mm 48/50 sym.